Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process insulin was not observed exiting the end of the tubing after 20 units of insulin had been delivered. Reportedly, the customer typically only uses 15 units of insulin to complete the fill tubing process. Customer had elevated blood glucose levels (over 600 mg/dl), and small ketones. Customer changed out the supplies and delivered a correction bolus to stabilize blood glucose levels.